Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2024, the patient faced a kinked/bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection and changed the infusion set, but on the same day ((B)(6) 2024), they drove the patient to the emergency room, and she was subsequently hospitalized due to high blood glucose. Her highest blood glucose level was 515 mg/dl. Moreover, the infusion had been used for less than a day and her site location was abdomen. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On the day of this report, the patient was still hospitalized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.